Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9014697. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8351971. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
Material no. 928857; batch no. 9014697, 8351971. It was reported that during use of the bd syringe 0.5ml 31ga 8mm there is liquid in syringes before injection. The following information was provided by the initial reporter: consumer reported liquid in syringes before injection, issue involves two different lots. Consumer does not re-use,

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9014697, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-14. Medical device lot #: 8351971, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 928857 batch no. 9014697, 8351971. It was reported that during use of the bd syringe 0.5ml 31ga 8mm there is liquid in syringes before injection. The following information was provided by the initial reporter: consumer reported liquid in syringes before injection, issue involves two different lots. Consumer does not re-use,